Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster would not cross to seal the perforation. No complications were reported due to the no cross. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, it was reported that the graftmaster would not cross the proximal lesion in the left anterior descending artery in order to reach the perforation. The graftmaster was removed from the patient and dilatation was performed with a balloon catheter and after that, the perforation was sealed and the graftmaster was no longer needed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported failure to advance cannot be determined and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.